Manufacturer narrative:
For the investigation the affected power supply was provided. The root cause for the described issue was a faulty transistor t2 inside the power supply, which finally led to blown fuses and the outage of the power supply. In this case the device will stop ventilation and open the airway system to allow spontaneous breathing. An acoustical alarm will be posted for at least two minutes, according to iec (B)(4). The evita power supply is designed and approved in accordance to (B)(4). Thus in case of an overloaded component the risk of fire is minimized. Smoke and a potential fire will extinguish, if the energy supply is interrupted, e.g. By blowing a fuse. The problem is solved by exchanging the affected power supply. The device reacted according to specification.

Event description:
It was reported that the device had a black screen and a beeping sound was generated. Device did not work even not after restarting it. An electrical smell was noticed at the power supply. No injury reported.